Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while attempting to load multiple cartridges onto the pump the customer received an unspecified alarm. The customer was unable to confirm the alarm number in the history as the customer did not recall the exact date the event occurred. There was no impact to the customer's blood glucose level. It was confirmed the customer was able to successfully load a cartridge onto the pump and resume insulin therapy.